Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The representative reported via phone call that the insulin pump had several failed self-test alarms. The customer's blood glucose was unknown at the time of incident. The representative was advised to program a normal bolus into the air. The representative stated that the bolus amount was recorded in the bolus history. The representative stated that a temporary basal was not programmed before the alarm occurred. The representative was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump passed the unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump alarmed rf pic failed during the self test due to a faulty component on the radio frequency board. Unable to complete the functional test due to the alarm. The pump was received with a cracked reservoir tube lip.